Manufacturer narrative:
Reported event stent kinked. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2015. According to the complainant, the physician was unable to place the stent due to kinking of the stent during the procedure. They tried pushing the stent to place it into the bile duct multiple times, however, was unsuccessful. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was bent and kinked at the proximal barb. The stent's outer diameter was measured and was found within specification. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kink and bend in the stent, which could cause difficulty advancing in the anatomy. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2015. According to the complainant, the physician was unable to place the stent due to kinking of the stent during the procedure. They tried pushing the stent to place it into the bile duct multiple times, however, was unsuccessful. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.